Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that when the patient¿s ins is ½ full it takes 3 hours to charge. The patient stated lately they have only been able to get 4-6 coupling bars and it was hard to get a good connection. The patient stated the ins was tilted but it was tilting even more now. They stated they do not use a belt because it would not sit in place. They have to hold the ins recharger (insr) antenna on them and press really hard and not move. The patient was redirected to a healthcare professional (hcp) to discuss the coupling issues and tilted ins. The patient also reported that they had pain where they would have sciatica but there was not pain going down their leg. It was just centralized where the leads were located. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the cause of the poor coupling was not determined, but a new part was sent by the manufacturer to attempt to resolve the issue. There were no reported complications and no further complications were expected.